Manufacturer narrative:
Ge healthcare's (gehc) investigation of a dash 4000 bedside patient monitor that caught on fire at the outlet's end was limited to the information provided in medwatch report (mw5096090). Because no serial number or customer contact was provided, gehc was unable to follow-up for further details. Additionally, in a review of gehc's complaint database, a record matching the report details could not be located. Based on the limited information available, the dash 4000 may be used with other customer-supplied power cords therefore it was not confirmed that the power cord involved was supplied by gehc. Power cords can fatigue and fail over time due to mechanical stresses applied to the power cord outlet end blades. All gehc-supplied power cords are designed with non-flammable materials and meet u.l. 94 v-0 requirements for flammability. Gehc has not identified an adverse trend related to the reported issue. Appropriate preventative maintenance guidance for users to inspect and test the integrity of power cords is provided in the "electrical safety checks" section of the dash service manual.

Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4). Per the medwatch report, the device was not connected to a patient at the time. Device identification number was not provided. Based on the provided manufacturing date, UDI not required. Operator is unknown. Customer information was not provided. Device evaluation could not be performed because no customer contact information was provided for gehc to follow-up. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete.

Event description:
Ge healthcare was informed via a medwatch report (mw5096090) that a dash 4000 monitor caught on fire at the outlet's end. There was no related patient/user consequence.